Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the suspect device displayed auto-cycling and circuit occlusion alarms. The customer reported inspiratory paw (airway pressure) flutter. The issue occurred during patient use and no report of patient harm associated with the event. The customer reported calibrating the unit but the issued is still present when cycled on default neonatal settings.

Manufacturer narrative:
The suspected gas delivery engine (gde) assembly was received damaged from the customer. It was the reported the component was received without any electrostatic discharge bag, therefore, no further investigation will be initiated at this time.